Event description:
A manufacturing representative reported information on behalf of a patient. It was stated that the patient¿s device was in overdischarge, because the patient had not used their device for 1.5 years. The device would not turn on or charge. It was noted that the patient was in the hospital for cancer (unrelated to device/therapy), and had the battery off during that time. A power on reset (por) was reported. The rep stated that the patient tried to do a physician mode reset (pmr) 5 times at home, but the normal charging screen did not show up. It was reviewed that the manufacturing representative should try performing a pmr at the clinic office. No patient symptoms were reported. The patient was implanted for non-malignant pain. Additional information from the manufacturer representative on (B)(6) 2016 reported that the implantable neurostimulator (ins) was not able to be brought out of overdischarge with the physician mode recharge (pmr) in the office. The health care professional (hcp) would be setting up for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had their ins replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.